Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriate bursts of anti-tachycardia pacing (atp) and tachy shocks due to a potential atrial driven ventricular tachycardia episode. This issue occurred in an isolated episode and therapy was exhausted. Patient does not have an atrial lead, so it is not for certain if this episode was atrial driven. Additionally, the atp pacing was described as slow. This device remains in service and there is no further information if corrective actions were performed. No additional adverse patient effects were reported.